Event description:
The customer stated that he had been receiving high glucose readings using his contour meter. He alleged that he performed a control test and rec'd a result of 200 mg/dl. The customer had disposed of his test strips, but the normal control test range should have been around 100-140 mg/dl. The customer did not allege any adverse events. No prod is available for return.